Manufacturer narrative:
The customer reported that the membrane on the screen selector button is cracking. The transmitter came into the biomedical shop under suspicion of overheating. The biomedical engineer inserted fresh batteries and performed extended testing with no sign of overheating. The unit was sent in for evaluation. The reported problem of the device has screen selector button is cracking was confirmed. Front, rear and center cases need to be replaced due to badly discoloring. Replaced all malfunctioning parts. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Reported suspicion of overheating was not duplicated during testing.

Manufacturer narrative:
The customer reported that the membrane on the screen selector button is cracking. The transmitter came into the biomedical shop under suspicion of overheating. The biomedical engineer inserted fresh batteries and performed extended testing with no sign of overheating. There is no evidence of physical damage or fluid intrusion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the membrane on the screen selector button is cracking.